Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inadequate therapy during reprogramming. Troubleshooting was tried to no avail. X-ray imaging confirmed the lead migrated laterally. Surgical intervention may occur later to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the lead was explanted.